Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device stuck at updating screen. A field service engineer (fse) found the station had an update error and attempted to repair windows. The drive was replaced, but issues persisted. The fse informed the customer that would return with a new drive. Later, the station would not boot, so the fse replaced the 1.6.1 hard drive, reconfigured the system, and installed remote support service (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the device did not restart and remained on the update screen. The customer indicated that the issue occurred during medication dispensing. There was no reported delay in patient care as a result of this malfunction. No adverse events or patient injuries were associated with this occurrence.